Manufacturer narrative:
This report is submitted on november 8, 2022.

Event description:
Per the surgeon, the patient experienced an overgrowth of granulation tissue. The granulation tissue was reduced surgically using scalpel under general anaesthetic and the abutment was replaced with a longer abutment.